Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: one side of the cuff blows up but not the other. The device was pre-tested when alleged defect was discovered. No patient injury reported. Used for veterinary/animal health application.